Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system received one inappropriate shock. According to the physician's interpretation, a morphology changes during a slow ventricular tachycardia (vt) resulted in misclassification of the rhythm and subsequent inappropriate therapy delivery. The shock was considered inappropriate. No additional information has been provided regarding the patient outcome. At this time, the device remains in service. No adverse patient effects were reported.